Event description:
A family member reported that the patient experienced a blood glucose of 419mg/dl with no signs or symptoms of hyperglycemia. This does not meet animas' criteria as an adverse event. The patient ate and did not bolus because the pump rebooted. The family member treated the patient with an injection. The family member reported that the pump was beeping loud and was on the verify screen. The family member stated that the battery cap was tight and did not see o-ring. Customer support reviewed pump history with the family member and it was confirmed that the basal rate was correct. This complaint is being reported because of intermittent power loss with the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 07/06/02011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2011 with the following findings: the pump was found to power on normally. A review of the pump history indicated that rebooting had occurred. There were no alarms related to the complaint noted in the pump history. The pump was exercised for 24 hours with no power issues and no alarms occurring. There was no damage found to the battery cap and the battery compartment. The battery cap was able to attach securely to the pump during testing. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.